Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch veriosync meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 at 09:30pm. The patient manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the issue however stated the following morning at 08:30am on (B)(6) 2015, he presented at a clinic where he had his blood glucose tested on a clinic meter which gave a result of ¿511mg/dl¿ and was subsequently treated by a healthcare professional (hcp) with humalog insulin. During troubleshooting the cca noted that the meter would not power on when prompted by inserting a test strip or pressing the power button. There was no apparent misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed signs suggestive of a serious hyperglycemic event, and subsequently received medical intervention from a hcp, after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.